Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. The touch screen flex circuit failed required resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.

Manufacturer narrative:
E1 reporter phone number - (B)(6). H10 the touchscreen and top cover of the device were replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. H11 updated contact information, contact office entity, and manufacturing site. Update to h10 of previous follow up report: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. After further troubleshooting, it was also observed that the casings were broken. The fse replaced the touchscreen to resolve the reported issue and replaced the top cover to address the issue on broken casings. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00215. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom of the touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The investigation is ongoing.